Event description:
Customer reported a blood glucose (bg) level of "high;" cause was not known. Customer administered a correction injection to address the bg. Troubleshooting did not indicate any issue with the pump, cartridge, or infusion set supplies. A recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Updated UDI